Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 450 mg/dl at the time of the incident. The customer stated that they were getting insulin flow blocked alarm. The customer stated that the insulin exited in the prime test. The customer reported that they feel okay for troubleshooting. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was in auto mode at the time of the incident. The customer reported that they have a back-up plan available. The customer does not allege that the insulin pump was under delivering. The device will not be returned for analysis.